Event description:
It was reported the patient connector was not connected to the titanium adapter when the customer changed the transfer set. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The customer report of a connection issue was confirmed during evaluation of the returned device. Visual inspection, leak testing and clear passage testing and clamp function testing were performed with no issues noted. The inside diameter of the catheter connector was out of specification. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). A review of all batch record documents for lot number h12l04061 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).